Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that a chest x-ray revealed that the outflow graft bend relief was disconnected. The pt was returned to the operating room for reattachment and the outflow graft bend relief was secured into place.